Event description:
It was reported that there was a conversion to open procedure due to a bent needle during use.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Alleged failure: eib, jade, rep, bent, po# samples. Update: per additional information, the procedure was completed successfully, however the surgeon could no longer complete it arthroscopically without the device, so he had to convert to doing an open procedure. We did not have a sterile backup cobra available and he did not want to use the other backup non-retrieving passing options we had to offer. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) use of excessive force, 2) attempt to pass through thick tissue or bone, 3) excessive tissue loaded into jaws, 4) attempt to load or pass incompatible suture, 5) technique error. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was a conversion to open procedure due to a bent needle during use.